Event description:
I received a refurbished philips dreamstation under the recall. It is dated 2018. I am concerned because my understanding is that CPAP devices need replacement after 5 years. My original dreamstation was manufactured in 2021. FDA safety report ID# (B)(4).